Event description:
After surgery for stress urinary incontinence- moderate to severe- in late 2007 with gynecare tvt secure, the sui was about 95% improved, with small amounts of cough-related leakage easily caught by a small pad. In the last 2 mos or so, there has been increasing leakage, sometimes more than a medium pad could contain. On 2 occasions in 2008, leakage was started by severe coughing, but when the coughing ended, the leakage did not stop and the pad could not contain it. I am not aware of any pain or signs of infection. I wish the physician alert- which I saw- had included what can be done about this. Dates of use: late 2007- 2008. Diagnosis or reason for use: stress urinary incontinence; bladder prolapse grade I.